Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, patient underwent balloon kyphoplasty for l4 vertebral compression fracture. Intra-op, while the balloon was inflated, it exploded. The product came in the contact with the patient. Patient's complications were reported unknown.

Manufacturer narrative:
Product analysis: visual and optical examination of the ibt balloon identified a radial sharp cut perpendicular to the ibt shaft at the distal lobe of the balloon. The morphology, location and timing of the balloon rupture is consistent with in vivo contact with sharp object, such as bone splinter

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.